Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, on the third inflation, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed using a 3.0mm non-bsc balloon catheter. No patient complications were reported and the patient's post procedure condition was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the third inflation, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed using a 3.0mm non-bsc balloon catheter. No patient complications were reported and the patient's post procedure condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The hypotube is kinked at the hub. The tip is damaged. Microscopic examination revealed that the balloon has a 2mm circumferential tear 11mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).